Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient¿s implantable neurostimulator (ins) is turning off. They stated that the report diary indicated a recharge session of the ins going to 10%. The rep noted that the patient believed the ins is turning off at 80% charge. It was mentioned that per the patient, this issue has occurred about 4 times since (B)(6). The rep added that the patient has high density settings. The rep stated that they thought this was a recharging issue but indicated that they would see more error codes associated with rechargers if that were the case. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the issue has not been determined at this time. They stated that the patient is taking a diary of when the issue happens. They have not heard anything back from the patient at this time, and do not have any further information. No further complications were reported or anticipated.